Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation confirmed that the keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all button key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the up arrow, down arrow, and ok keypad buttons are slow to respond to button presses. She noted that the buttons do not click as expected. The family member confirmed that the rubber keypad is intact; denied that the pump is exposed to moisture; and stated that the patient wears the pump clipped to her waist.